Event description:
The pt reported that they used the suspect device to check their blood glucose and pt obtained a result of 306 mg/dl. Pt then took two units of insulin. About six hours later pt had passed out and the suspect device was used, giving a result of 65 mg/dl. Emergency medical technician's were called and their equipment gave a glucose result of 24 mg/dl. Pt was treated with an IV solution. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.